Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the meter was not sending blood glucose readings to their pump. The customer tried once more and the pump received the reading. The customer's blood glucose level had been as low as 50mg/dl. The customer states they would treat with juice. The customer declined to troubleshoot the lows.